Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the pump was critically alarming and the patient was seeing an 8286 (empty reservoir) code on the ptm (personal therapy manager) this morning. The patient was not due for a refill. The refill date was (B)(6) 2016. The last pump refill was at the end of (B)(6). No patient symptoms were reported. The patient was trying to reach their doctor all day but the office was closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.